Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited high capture threshold measurements and decreased sensitivity. The ra lead was capped and replaced on (B)(6) 2023. No patient condition was reported.

Manufacturer narrative:
Further information was requested, but not received.